Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation procedure, a pericardial effusion occurred. The atrial septum was punctured for left atrial access. During the ablation for pulmonary vein isolation, the patient became hypotensive and a pericardial effusion was diagnosed by transesophageal echo. The effusion was treated by epicardial puncture which stabilized the patient. There were no reported performance issues with any abbott devices. The physician stated that the puncture caused the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Per the physician, the cause of the reported effusion was due to the transseptal puncture. Per the IFU, cardiac perforation is a known risk during the use of this device.